Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1828801) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, ¿a problem with mynxgrip vascular closure device (vcd) occurred when pulling the tamper tube out and the sealant coming out with it¿. There was no reported patient injury. Hemostasis was achieved by manual compression and duration was less than 30 minutes. The deployer¿s was mynx trained and certified. The puncture site was the common femoral artery. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was the common femoral artery. The mynx vcd was prepped according to instructions for use (IFU). The device storage temperature did not exceeded 25 °c. The sealant stuck at the advancer tube distal end. A small amount of the sealant was stuck to device component. The balloon was fully deflated after shuttling down. The deployer shuttled down completely. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device will be return for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a problem with a 6/7f mynxgrip vascular closure device (vcd) occurred when pulling the tamper tube out and the sealant came out with it. There was no reported patient injury. Hemostasis was achieved by manual compression and duration was less than 30 minutes. The deployer was mynx trained and certified. The puncture site was the common femoral artery. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was the common femoral artery. The mynx vcd was prepped according to instructions for use (IFU). The device storage temperature did not exceeded 25 °c. The sealant stuck at the advancer tube distal end. A small amount of the sealant was stuck to device component. The balloon was fully deflated after shuttling down. The deployer shuttled down completely. The patient's hospitalization was not extended as a result of the event. The patient recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock open, the procedural sheath was fully retracted to the shuttle hub, the advancer tube and a small portion of the sealant were observed to have been returned separated from the device as received. The condition of the returned device indicates a complete removal of the device. Visual inspection at high magnification showed that the returned portion of the sealant was approximately 5 mm in length, and that the advancer tube¿s distal tip was free of damage. A product history record (phr) review of lot f1828801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the exact cause of the issue could not be determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what may have contributed to the issue experienced. However, procedural/handling factors are possible. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, it instructs users to align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Additionally, step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, and the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.